Manufacturer narrative:
Manufacturing site evaluation: no product at hand - therefore a failure description is not possible. There are no pictures or x-rays available. A review of the device quality and manufacturing history records is not possible because the batch number is unknown. Based on the information available it is not possible to determine a possible root cause for the failure. In the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure.

Event description:
It was reported that there was an issue with one of a knee prosthesis from our vega system. The specific item code is unknown. (Reported via mw5089065) tibial tray failure with subsequent femoral loosening. Aseptic failure. None on left, right total knee revised from infection. A revision surgery was necessary. Additional information was not provided. The adverse event/malfunction is filed under aag reference (B)(4).